Manufacturer narrative:
Block e1: initial reporter city: (B)(6); reported here as the city exceeded character limit for designated field. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common hepatic duct during an axios drainage (choledochobulbostomy) procedure performed on (B)(6) 2025. During the procedure, the duodenum was punctured first, followed by the common hepatic duct (dhc). After these steps, the stent was attempted to be deployed, but the stent did not detach from the delivery system as intended. The system was subsequently pulled back, and through the initial puncture site, a 15x10 mm axios stent was successfully placed. There was no patient complication reported and the patient condition following the procedure was reported to be fully recovered.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common hepatic duct during an axios drainage (choledochobulbostomy) procedure performed on (B)(6) 2025. During the procedure, the duodenum was punctured first, followed by the common hepatic duct (dhc). After these steps, the stent was attempted to be deployed, but the stent did not detach from the delivery system as intended. The system was subsequently pulled back, and through the initial puncture site, a 15x10 mm axios stent was successfully placed. There was no patient complication reported and the patient condition following the procedure was reported to be fully recovered.

Manufacturer narrative:
Blocks h7 (if remedial act init, type) and h9 were corrected. Block e1: initial reporter city: (B)(6); reported here as the city exceeded character limit for designated field. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. The investigation concluded that the additional observed damage of outer sheath bent was likely due to factors encountered during the procedure, such as excessive force or the manner in which the device was handled and manipulated. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported event of stent failure to deploy was due to the physician's manipulation/technique during the procedure, or whether it was related to a device malfunction. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery-enhanced delivery system were returned for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device found the outer sheath bent. Functional inspection was performed, the catheter was freely moved through the luer, and the slider could be moved back to its original position without resistance. No other issues were noted to the stent and delivery system. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the reported event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.